Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, which was still under warranty, and the customer switched to multiple daily injections as a backup therapy. The customer was also advised to put the pump into storage mode before returning it with a pre-paid label within 10 days.